Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with fingerstick blood glucose of 415 mg/dl and trace ketones, without reported symptoms, after an out-of-insulin alert earlier in the day and subsequent replacement of insulin and infusion set; the user denied leaks and reported that pump dosing increased in response to the elevated glucose. Symptoms included hyperglycemia without other reported clinical effects. Outcomes included user education and troubleshooting, including infusion set change and monitoring for a downward glucose trend. Investigation included review of therapy data and device behavior and user-reported checks of the infusion site and supplies. Investigation of this case revealed no confirmed device malfunction, with the cause of the hyperglycemia unclear; possible contributors considered included infusion site or cannula issues and transient therapy interruption due to out-of-insulin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.